Manufacturer narrative:
The cortical fix x-tab screw was returned for evaluation. Visual inspection revealed that part of the thread is deformed and peeled out. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively determined however it is possible that an incomplete tab break lead to the deforming and peeling of the thread. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, surgery was performed using the xtab/cfs system. The fixed are was l2-sai. At the time of inserting the screw using the cbt trajectory method, the surgeon failed to snap the tab well, thus a burr was left on the tab and the thread deformed. Finally, he could not attach the screw onto the driver. He dealt with this event by replacing the screw in question with a new one. There are no broken parts found left in the body. The surgery was successfully completed with a 5-minute delay, and there was no adverse consequence to the patient. No additional information has been provided from the hospital.